Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device log and determined that this could be the malfunction of the capacitor, therapy board, or the processor board however due to end of life the repair cannot be completed and the spare parts are no longer available. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. The device remains at the customer site, requiring no further evaluation. Based on the information available and the testing conducted, the cause of the reported problem is the malfunction of the capacitor, therapy board, or even the processor board. The device is eol and was requested to be removed from service.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device displays red cross and beeps. There was no patient involvement.